Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A labeling review could not be performed since no material number was provided. A DHR could not be performed since no lot number was provided. Correction: e, f, h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported the patient said she is no longer using supplies due to multiple uti's; she has not had them since she stopped using the supplies. It is unclear if the lot number was requested. No medical intervention was reported. No additional information provided. As per follow up information received via phone on 19nov2025, she stated that she initially went to urologist in (B)(6) 2025. She had already been experiencing utis due to muscles in her bladder weakening and was not forcing the urine out like it was supposed to. She used catheters for 6 months and developed a uti about every 2-3 weeks. Had a total of uti's 8-10. She sent to another urologist, and he informed her to stop using the catheters immediately and allow her bladder time to flush out the bacteria. Provider prescribed her antibiotics but did not confirm that the catheters were the cause of the utis. The provider stated that because the catheters were a foreign substance on the bladder that could have been a contribution. The customer has stopped using any catheters and has not experienced any utis. She has 6 unused boxes and is willing to send a sample in. Biohazard box will be shipped on (B)(6) 2025.

Event description:
Patient said she is no longer using supplies due to multiple uti's; she has not had them since she stopped using the supplies. It is unclear if the lot number was requested. No medical intervention was reported. No additional information provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.